Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for an atrial tachycardia in 2 separate episodes. Atp accelerated the rhythm and shock therapy was successfully delivered. The physician planned to refer the patient for potential medication changes or programming changes. Available information indicates this product remains implanted and in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for an atrial tachycardia in 2 separate episodes. Atp accelerated the rhythm and shock therapy was successfully delivered. The physician planned to refer the patient for potential medication changes or programming changes. Available information indicates this product remains implanted and in service. It was reported that this implantable cardioverter defibrillator (ICD) was later explanted for reported normal battery depletion. The product has been received for analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the header was broken off of the device case. As a result, further analysis was unable to be performed. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.